Event description:
The customer obtained a higher than expected vitros tropi es cap proficiency sample result (cap result = 0.12, 0.12 ng/ml vs. Expected result = 0.00 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no report of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es proficiency sample result was obtained while using the vitros 5600 analyzer. The investigation could not determine a definitive root cause. However, the most likely cause is considered to be related to the specific cap sample itself, however, this could not be determined with the information provided. There is no evidence that the vitros 5600 analyzer or the vitros tropi es reagent had malfunctioned. The definitive root cause of the event is unknown.